Manufacturer narrative:
The samples associated with this complaint could not be located; therefore, an examination of the reported condition could not be performed and the complaint could not be confirmed. A device history record (DHR) review was completed for lot# 17b079562. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective and preventative action (CAPA) to optimize the autobander process and prevent recurrence of the defect has been completed. The actions were implemented after the manufacture date of the reported lot therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/14/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports there was only 9 sponges instead of 10 in the pack.